Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 159, 202, 205, 187 and 205 mg/dl. Customer stated results were fasting first thing in the morning or 2 hours before or after a meal. When customer was performing back to back testing, customer was using the same hand, same finger, same blood sample. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 303 mg/dl and 285 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2019 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).